Manufacturer narrative:
Five acromionizer, 4.0 ep-1, dspl bl devices were returned for evaluation of the reported complaint mode, ¿shedding¿. Three of the returned blades were unopened. The open devices were inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. After the evaluation a root cause could not be determined. The device history records were reviewed and no discrepancies were found (method code). The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a rotator cuff surgery burr shedding occurred in the joint space. When the surgeon begin resecting the bone on the humeral head shedding was observed. The surgeon attempted to resect the bone a second time and the shedding continued to occur. In which the surgeon declined to attempt a third try. The surgeon completed the procedure using a shaver. The blade was positioned at a 45 degree angle relative to the tissue. All debris was removed by suction. No damage was noted to the device or packaging at the beginning of the procedure. There was a unspecified time delay.